Manufacturer narrative:
(B)(4). UDI # (B)(4). Upon receipt of additional information it has been determined that the sterility of the device was not compromised. This is event is no longer considered a reportable event. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Medical records review is not applicable, as the reported event is a packaging issue. The white residue found on the retainer is glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. This issue is a common phenomenon and does not cause any risk to the patient. All materials are bio-compatible and the adhesive residue does not contact the implant because it is contained in a poly bag. The root cause for the reported issue is considered to be a design limitation that is cosmetic in nature, sterility was not compromised and does not pose any risk to the patient. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a residue on the inner package. The sterility was compromised.